Event description:
The customer returned the device stating loss of date/time; during device evaluation it was found that the downstream occlusion (dso) seal was peeling. Found during testing. No patient harm.

Manufacturer narrative:
B3: year of event has been provided; month and day is unknown. One device was received for evaluation. The complaint was not verified by visual inspection. Peeling downstream occlusion (dso) seal and missing door was observed. Performed preventative maintenance (pm) to correct the issue. The device passed all functional tests. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.